Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that patient underwent a hand-assisted laparoscopic colectomy and takedown of colovaginal fistula due to colovaginal fistula on (B)(6) 2013. It was reported patient underwent a cystourethroscopy, vaginal incision and vaginal mesh removal due to exposure of transvaginal mesh and urinary incontinence on (B)(6) 2013. On (B)(6) 2014 it was reported patient underwent tension-free vaginal tape midurethral sling and cystourethroscopy due to mixed urinary incontinence with symptomatic sui. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions, anterior and posterior repair due to chronic pelvic pain, abdominal pain, sui and pop. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, and other. It was reported that patient underwent cystoscopy, suprapubic tube placement, urethrolysis, transvaginal sling incision, and transvaginal removal of vaginal prosthetic mesh completely into the retropubic space and through the rectus abdominis, and placement of a rectus abdominis pubovaginal fascial sling with suprapubic tube on (B)(6) 2015 due to bladder outlet obstruction and sui. (B)(4).